Event description:
The tubing of the bd nexiva broke apart just below the securement platform while removing the catheter from the patient.

Manufacturer narrative:
One used unit was received on 22 january, 2008 and is currently being decontaminated. Attempts have been made to obtain additional information. Upon decontamination and completion of the investigation, a supplemental report will be submitted.